Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia due to the pump was giving too much insulin. The customer has reported a sensor glucose of 66 mg/dl. The customer reported a blood glucose value of 105 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-7040a, mmt-431ag, mmt-342g, and mmt-1884. Troubleshooting was performed, and the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer was used the auto mode feature. No further patient complications were reported. No product return is required for mmt-7040a. Mmt-431ag was requested, and the customer response was the device will be returned. Mmt-342g was requested, and the customer response was the device will be returned. Mmt-1884 was requested, and the customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08690 inches. No over delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 47.7 units of normal bolus were delivered on 03/06/2025 between 00:07:49.000 and 15:19:02.000. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump passed functional testing and no over delivery anomalies noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.